Event description:
A customer reported that during cataract surgery, no aspiration was experienced while in ultrasound mode. The case was completed using the same equipment. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The initial MDR (mfg report # 2028159-2015-05881) filed for this event. Was found to be a duplicate of another MDR (mfg report #, 2028159-2015-05880) that had also been submitted. All subsequent follow-up information will be included in supplemental reports under mfg report #, 2028159-2015-05880.